Manufacturer narrative:
Device evaluated by MFR: promus premier 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A mr 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut was severly deformed and could not be implanted. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A mr 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent strut was severly deformed and could not be implanted. The procedure was completed with different device. No patient complications were reported.